Event description:
Livanova deutschland has received a report that a s5 pump displayed an error related to encoder malfunction. The event occurred during a procedure. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5. The incident occurred in USA. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a pump encoder even if the error was cleared during technical test. Therefore, the component was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: involved s5 was manufactured in 2019 and according to the analysis of the complaints database, no further events have been reported in the past. Based on the above facts and taking into account the investigation performed for similar events, the reported failure was traced to a defective shaft angle encoder. Wearing of electro-mechanical devices, that can be originated by the specific use conditions at customer's site, may have contributed to the event, however there is no concerning trend for this kind of failure. No specific action was currently deemed necessary, livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
See initial report.